Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 1 and 4 hours on the abdomen. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device was received fully deployed. The exposed portion of the soft cannula was observed to be flattened. The damage observed on the soft cannula did not prevent fluid from flowing down its intended fluid path. The downloaded data did not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Additionally, cracks were observed on the top housing of the returned device. However, the cracks did not affect the functionality of the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.